Event description:
It was reported that during an a-fib procedure, the carto 3 system was displaying software errors (error 10, "fatal piu error"). Rebooting the system resolved this error. The user also tried rotating the map on the map viewer, however the map would not move. There was no temperature displayed on the thermocool catheter. Changing the catheter resolved the temperature issue. The system also would not fam initially as desired. Some trouble shooting was advised. These series of events were not indicative of a reportable event. However these issues resulted in the procedure being aborted and have to be rescheduled. It was confirmed that there was no injury to the patient. Since this was an afib procedure, and some mapping had been performed suggested that transseptal puncture would have been done, therefore this event is MDR reportable. Multiple attempts to request for more information have been performed, however no further clarification has been provided. It is unknown whether patient was under general or local anesthesia; patient's age, gender, and chronic health condition or major medical history; whether the physician consider cancelling the procedure caused a potential risk to this patient; or if the patient required extended hospitalization because of the procedure cancellation, etc.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, the carto 3 system was displaying software errors (error 10, "fatal piu error"). Rebooting the system resolved this error. The user also tried rotating the map on the map viewer, however the map would not move. There was no temperature displayed on the thermocool catheter. Changing the catheter resolved the temperature issue. The system also would not fam initially as desired. Some trouble shooting was advised. These series of events were not indicative of a reportable event. However these issues resulted in the procedure being aborted and have to be rescheduled. It was confirmed that there was no injury to the patient. Since this was an afib procedure, and some mapping had been performed suggested that transseptal puncture would have been done, therefore this event is MDR reportable. The carto 3 system associated with the reported incident was inspected by bwi service engineer. The piu error was corrected after piu reboot. There was no temperature displayed on the thermo cool catheter. The catheter replacement resolved the problem. As well as the creation of the fam mapping was allowed once the navistar catheter was replaced. Software of the carto 3 system was reimaged to version 2.3, then system test was performed and it passed. There after no problem has occurred. The device history record review was also performed. No anomalies were noted in manufacturing or service of this device related to this issue.